Event description:
It was reported that the patient had inadequate coverage despite reprogramming attempts. The patient underwent a system explant procedure, and the explanted devices will not be returned as they were kept by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred within a year of implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: sc-2218-50; model: m365sc2218500; serial: (B)(6); batch: 21493121/21493121.